Manufacturer narrative:
Event took place in (B)(6); follow up will be sent in to the agency once the investigations are finished.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: needle does not fit through introducer. Had to be replaced.

Manufacturer narrative:
Event took place in (B)(6); event date still unclear. File is considered as closed.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: needle does not fit through introducer. Had to be replaced. Date of event unknown.